Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed the wire is kinked at the proximal section and broken at 195 cm from the proximal section due to rotational wear. The dimensions of the wire were taken and met the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2017-03438. It was reported that the burr burned the rotawire. The target lesion was located in the left anterior descending artery (lad) through the right coronary artery. A 1.25mm rotalink¿ plus was placed over a 330cm rotawire¿ and platforming was done, outside the patient¿s body. The rotational speed was adjusted; however, it was noted that the burr burned itself into the rotawire. The rotawire was suspected to be kinked and debris between the rotawire and the burr were noted. The rotawire was removed from the patient¿s body and was replaced with another of the same rotawire and a new 1.50mm rotalink¿ plus was loaded for platforming; however, the burr did not advance over the rotawire and only the saline drip tube moved. Another 1.50mm rotalink¿ plus was prepared; however the rotablator console was stuck in dynaglide mode. Lad was treated without rotablation with normal unspecified balloon and stent. Consequently, the procedure was abandoned and the patient was scheduled for follow up treatment in 4-8 weeks. After the case, it was noted that the rotawire was expired. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-03438. It was reported that the burr burned the rotawire. The target lesion was located in the left anterior descending artery (lad) through the right coronary artery. A 1.25mm rotalink¿ plus was placed over a 330cm rotawire¿ and platforming was done, outside the patient¿s body. The rotational speed was adjusted; however, it was noted that the burr burned itself into the rotawire. The rotawire was suspected to be kinked and debris between the rotawire and the burr were noted. The rotawire was removed from the patient¿s body and was replaced with another of the same rotawire and a new 1.50mm rotalink¿ plus was loaded for platforming; however, the burr did not advance over the rotawire and only the saline drip tube moved. Another 1.50mm rotalink¿ plus was prepared; however the rotablator console was stuck in dynaglide mode. Lad was treated without rotablation with normal unspecified balloon and stent. Consequently, the procedure was abandoned and the patient was scheduled for follow up treatment in 4-8 weeks. After the case, it was noted that the rotawire was expired. There were no patient complications reported.